Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high impedance. The physician did a venogram and the vein was occluded. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.